Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09359 and 2134265-2015-09358. It was reported that automatic pullback failure occurred. During preparation for a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled. However, it was noted that the motor drive did not perform automatic pullback. The physician then put the motor drive from one of the other intravenous ultrasound (ivus) device and it worked properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. When the imaging start/stop button is pressed and activated, the mdu5 plus immediately stops spinning and gives the message error "130". The lemo cable, pca backplane, and mcu board were all swapped out with known good components, but the failure persisted. The only other component which would cause the mdu5 to stop spinning is the driveshaft. Therefore, the most probable cause of the reported failure was determined to be a defective drive shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-09359 and 2134265-2015-09358. It was reported that automatic pullback failure occurred. During preparation for a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled. However, it was noted that the motor drive did not perform automatic pullback. The physician then put the motor drive from one of the other intravenous ultrasound (ivus) device and it worked properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.